Event description:
The report we rec'd from our affiliate indicated that prior to use, when the product was being pulled to use in a procedure, a hole was noted in the bottom of the sterile pouch. This rendered the product unsterile, and it was not used. Another of the same product was used for the procedure.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been rec'd to date. Add'l info will be submitted within 30 days of receipt.